Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly calcified anterior tibial artery. After a guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, upon initial inflation at below nominal pressure for 2 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.